Manufacturer narrative:
Describe event or problem updated.

Event description:
Reportedly, on (B)(6) 2017, the device was found to be operating in ddd mode and unipolar configuration whereas it was previously programmed to operate in safer mode and bipolar configuration. The following are the details reported from the hospital: prior to interrogation of the device, ECG showed that the pacemaker was operating at 70 min-1 in vvi mode and unipolar configuration. When the device was interrogated, a telemetry error occurred during aida reading and thus the device memory failed to be read. When the reply dr was interrogated again, the pacemaker was found to be operating in ddd mode and unipolar configuration (whereas it was previously programmed to operate in safer mode and bipolar configuration). After the parameters were reprogrammed back to the previous settings, the pacemaker check finished and the patient returned home. An investigation is requested. Preliminary analysis showed that the device was found in standby mode on (B)(6) 2017 because of telemetry errors occurred during the follow-up of (B)(6) 2017. It was properly re-initialized on (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, on (B)(6) 2017, the device was found to be operating in ddd mode and unipolar configuration whereas it was previously programmed to operate in safer mode and bipolar configuration. The following are the details reported from the hospital: prior to interrogation of the device, ECG showed that the pacemaker was operating at 70 min-1 in vvi mode and unipolar configuration.when the device was interrogated, a telemetry error occurred during aida reading and thus the device memory failed to be read. When the reply dr was interrogated again, the pacemaker was found to be operating in ddd mode and unipolar configuration (whereas it was previously programmed to operate in safer mode and bipolar configuration). After the parameters were reprogrammed back to the previous settings, the pacemaker check finished and the patient returned home. An investigation is requested. Preliminary analysis showed that the device was found in standby mode on (B)(6) 2017 because of telemetry errors occurred during the follow-up of 12 january 2017. It was properly re-initialized on (B)(6) 2017.

Event description:
Reportedly, on (B)(6) 2017, the device was found to be operating in ddd mode and unipolar configuration whereas it was previously programmed to operate in safer mode and bipolar configuration. The following are the details reported from the hospital: prior to interrogation of the device, ECG showed that the pacemaker was operating at 70 min-1 in vvi mode and unipolar configuration. When the device was interrogated, a telemetry error occurred during aida reading and thus the device memory failed to be read. When the reply dr was interrogated again, the pacemaker was found to be operating in ddd mode and unipolar configuration (whereas it was previously programmed to operate in safer mode and bipolar configuration). After the parameters were reprogrammed back to the previous settings, the pacemaker check finished and the patient returned home. An investigation is requested.